Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of architect stat high sensitive troponin-I lots, using world wide data through abbottlink, was evaluated. The review of the within date lots with a minimum of 10,000 patient results show that all median values are within +/- 3sd of the mean, indicating that the lots are comparable and are performing acceptably in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I reagent, list number 03p25-27.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues . This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2019 initial sample = 109ng/l/three hours later new sample = 9ng/l. The emergency room physician questioned the result drop, so the two samples were retested, and both were 9ng/l. There was no reported impact to patient management. The patient had rare electrocardiogram abnormalities.